Event description:
It was reported that the catheter shaft was cracked. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, an intellanav oi catheter was used. After ablation, the catheter was withdrawn for assessment. Upon inspection, a crack was observed on the catheter shaft. The catheter was subsequently replaced, and the procedure was successfully completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not yet been evaluated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the returned intellanav oi catheter was visually inspected, and a cut was observed on the shaft. Product analysis confirmed the reported event of catheter shaft tears/rips/holes/sep dev matrl. The reported event was most likely due to the handling of the device, the technique used by the physician, and the normal procedural difficulties encountered during the procedure that could have possibly affected the device performance and its integrity.

Event description:
It was reported that the catheter shaft was cracked. During a pulmonary vein isolation (pvi) procedure to treat atrial fibrillation, an intellanav oi catheter was used. After ablation, the catheter was withdrawn for assessment. Upon inspection, a crack was observed on the catheter shaft. The catheter was subsequently replaced, and the procedure was successfully completed without any patient complications. The device has been received for analysis.2